Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia"), abdominal pain ("abdominal pain"), mental disorder ("psych injury"), pelvic pain ("physical pain"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation and mental disorder outcome was unknown and the genital haemorrhage, menorrhagia, abdominal pain, pelvic pain, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, bladder disorder, device dislocation, genital haemorrhage, menorrhagia, mental disorder, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: discrepancy noted date(s) of insertion: (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2010: results of confirm. Test: bilateral occlusion. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received : case become incident. Unspecified event "injury to herself" was updated to more specific events : device dislocation, pelvic pain, abdominal pain, menorrhagia, genital bleeding, bladder problems, urinary tract disorder, mental disorder. Reporter added, patient demographic added, essure insertion date updated and removal date added, product indication updated. Lab data updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device - uterine cavity'), menorrhagia ('menorrhagia') and genital haemorrhage ('general abnormal bleeding') in a 42-year-old female patient who had essure (batch no. 709949) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma. Concomitant products included ethinylestradiol;norethisterone acetate (norethindrone acetate and ethinyl estradiol), nsaids and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental anguish / anxiety"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 4 years 6 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), mental disorder ("psych injury"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy, lysis of adhesions and ablation on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, mental disorder, vaginal haemorrhage, depression and anxiety outcome was unknown and the menorrhagia, genital haemorrhage, abdominal pain, pelvic pain, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device expulsion, genital haemorrhage, menorrhagia, mental disorder, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted date(s) of insertion: (B)(6) 2010. Left tube 10 trailing coils visible. Right tube 3 trailing coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Left essure device extends into the endometrial cavity; contrast extends along the spiral folds of the essure device, but does not spill into the peritoneal cavity. Most recent follow-up information incorporated above includes: on 19-sep-2019: pfs received: lot number was added. Events " abnormal bleeding (vaginal), depression and mental anguish, migration of essure device - uterine cavity" were added. Concomitant drug, medical history and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device - uterine cavity'), menorrhagia ('menorrhagia') and genital haemorrhage ('general abnormal bleeding') in a 42-year-old female patient who had essure (batch no. 709949) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma. Concomitant products included ethinylestradiol;norethisterone acetate (norethindrone acetate and ethinyl estradiol), nsaids and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In september 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In october 2010, the patient experienced depression ("depression") and anxiety ("mental anguish / anxiety"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 4 years 6 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), mental disorder ("psych injury"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy, lysis of adhesions and ablation on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, mental disorder, vaginal haemorrhage, depression and anxiety outcome was unknown and the menorrhagia, genital haemorrhage, abdominal pain, pelvic pain, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device expulsion, genital haemorrhage, menorrhagia, mental disorder, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted date(s) of insertion: (B)(6) 2010 left tube 10 trailing coils visible. Right tube 3 trailing coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Left essure device extends into the endometrial cavity; contrast extends along the spiral folds of the essure device, but does not spill into the peritoneal cavity. Lot number: 709949 manufacture date: 2010-01 expiration date: 2013-01. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.